Event description:
It was reported that during total hip replacement procedure the threaded tip of the stem impactor rod broke off while implanting the hip stem internal to the patient. All broken pieces were recovered. The procedure was finished using the same device with a surgical delay of less than 30 minutes.

Manufacturer narrative:
The device, intended use in treatment, was returned for evaluation. A visual inspection confirms the tip of the stem rod has fractured off. The broken piece was not returned with the device. The tip of the stem impactor rod which engages with the hip stem in order to fully seat it into the femur fractured. The tip fracture is most likely due to impact forces. If during impaction sufficient side loads are transferred to the tip of the stem impactor rod, a mechanical overload or fatigue fracture can occur. Additionally, if the tip is damaged due to such impact forces to the extent that it influences connection to the hip stem, there may be difficulty when trying to remove the stem impactor rod from the implanted stem and the stem impactor rod may fracture during removal. The device was manufactured in 2004. A medical investigation was conducted and confirms this complaint from the united states reports that a stem impactor tip broke off while implanting a hip stem. ¿all broken pieces were recovered. The procedure was finished using the same device with a surgical delay of less than 30 minutes and no injuries to the patient.¿ smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.